Manufacturer narrative:
H4: the lot was manufactured between 18aug2023 and 21aug2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample show white drug residue inside a yellow bag that contains the folfusor device which suggests leak may have occurred. The reported condition was verified. However, due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking. The leak was noted when unpacking the delivery and no damage noted on the outside of the box. The device contained 3000mg fluorouracil in 115ml 0.9% sodium chloride (nacl). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.